Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Biomed technical from a hemodialysis clinic reported to technical services that a power cord for a hemodialysis machine appeared discolored and burnt. Follow up with the clinic indicated that a patient (patient details unknown) was receiving hemodialysis treatment when the malfunction was observed. There was no reported change in the patient's health status. It was reported that the patient did not complete treatment. The dialysis machine was repaired and put back into service.